Event description:
Pt experienced post-op problem with a popliteal artery in a knee replacement case that required a bypass of the occluded artery. Junior partner said he felt it was caused by thermal damage but cause is unk. Surgeon states that the pt had prior comminuted distal femur fracture prior to the knee replacement.